Event description:
During a case, the pt was being ventilated in volume mode and the user attemtped to switch modes of ventilation; however, the device would not accept any user input. The user switched the on/off switch to the off position on the back of the anesthesia machine to attempt manual ventilation; however, the device did not power off. The user attempted to change modes again, however, the device did not respond. The user was required to use an alternate device for manual ventilation to complete the case. No pt injury reported.